Manufacturer narrative:
Additional information was received that the patients battery was unable to charge. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was charging the implant more often for longer periods of time. It was also reported that the patient was unable to link the remote control to the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was charging the implant more often for longer periods of time. It was also reported that the patient was unable to link the remote control to the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that device malfunction was suspected with the explanted ipg. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was charging the implant more often for longer periods of time. It was also reported that the patient was unable to link the remote control to the ipg. The patient will undergo an ipg replacement procedure.